Event description:
Additional information provided by the customer: the customer attributes these events to cracked caps. Customer reports speaking with her team and they did report having difficulty in the beginning with cracking the caps but would change them out after they were cracked. They did also report that they noticed a few already cracked when coming out of the packaging.

Manufacturer narrative:
This report is being updated to provide investigation results. The date aware for the initial MDR is corrected to 07dec2020. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue.

Event description:
Corrected data: the customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue from the esophagus was caught in the distal tip of the scope. No medical or surgical intervention was required as a result of this occurrence. New information: over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Manufacturer narrative:
This report is being updated to report new and corrected data. New information is reported in: b5, d8 corrected data is reported in: a2, a4, b5, b7, h10: device evaluation. Device evaluation: the scope passed the dunk test. The cover plastic has a dent/chip in the plastic where plastic is attached to the elevator side.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the scope passed the leak test. The forceps lever was rough-required replacement of the wire holder and o-ring. There is a dent/chip in the plastic of the cover. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope, tissue from the esophagus was caught in the distal tip of the scope. No medical or surgical intervention was required as a result of this occurrence.